Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette 2) per medwatch mw5108186 (report date: 14-mar-2022): spoke to patient who stated she was getting a non-disposable error using two cassettes on both pumps. Patient stated that lot number was same for both cassettes. Patient tried a new cassette with a different lot number and pump functioned correctly. New cassettes sent to patient to replace defective cassettes. Patient was able to continue infusing. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes: if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life- sustaining? Yes; what is the outcome of the event? Resolved. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Lot number 42133379 provided, do not correspond to ICU/smith medical cassette lot number.

Event description:
Additional information received by smiths medical/ICU on 19-jul-2022 via email and attached to complaint object: customer reported same cadd cassette lot number: 42133379. (Lot number 42133379 provided, do not correspond to ICU/smith medical cassette lot number). Patient details updated in complaint. Relevant tests, relevant history, and whether the patient received medical treatment are all unknown or not provided. The length of infusion was continuous. Volume delivered/remaining when alarm occurred, set flow rate, and position of pump when alarm occurred are all unknown or not provided. No photos of the cassette are available.